Event description:
The surgeon was attempting to retrieve and pull barb through the second sternal half costal space when the sternal zip fix broke. The device was removed and another implant was successfully used. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Based on the findings and visual inspection it was determined that the user applied some rotational and side bending motion to the device during its peristernal application. This motion in combination with the pull force resulted in too much ductile deformation to the cross sectional area of the bending notch, causing the needle to prematurely snap of the device. This device is user and not design or specification related, since the standard application technique does not require a twisting of the needle to the implant during the application. This complaint has been determined to be invalid. (B)(6).